Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device displayed a 'shorted' lead condition and eol battery fault message during device interrogation.